Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used prophylactically in the endovascular treatment of the patient with a valiant captivia stent graft. It was reported that during the index procedure, an endoanchor was broken during its deployment. It is noted that the patient has not and will not receive treatment. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: per the physician, the cause of the broken endoanchor is unknown and it is confirmed that the broken piece was removed with the heli-fx applier film evaluation summary: the reported fractured endoanchor was confirmed; however, the exact cause could not be determined from the three (3) still angiograms returned during implant. No issues were seen after implanting the 5 endoanchors around the perimeter of the proximal stent. However, the 6th implanted anchor which was seen having been implanted along the right side of the device/aorta near the level of the proximal apex of the 2nd covered stent ring, appeared to have fractured on the distal/tail end as ~1 turn was missing. The fractured section of this endoanchor was not visible in the returned images, and was not seen within the lumen of the guide. The last two images revealed that an additional endoanchor had been implanted directly below the fractured endoanchor on the right side, possibly using the same guide. No other anchor or guide issues were observed. The cause of the fracture could not be determined. The pre-implant anatomy is unknown and post-implant CT¿s were not available for review. In addition, no images during implant of the endoanchor which had fractured were provided. Possible anatomical causes of the anchor fracture include implanting into the areas of calcification, excessive thrombus, and highly angulated anatomy. In addition, improper apposition, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier have been found to have contributed to anchor fractures. A device issue cannot be ruled out as a potential cause. The device has been returned for investigation and is pending analysis, and the results will be summarized in a separate report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the applier and endoanchor cassette were returned for analysis. The distal section of the applier was wavy. The endoanchor cross-bar was visible in the applier housing. The section of endoanchor was manually removed from the housing. All cassette ports were opened. The cause of the endoanchor fracture could not be determined through analysis of the applier. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.